Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient fell down a flight of stairs. The patient said there was a lot of puss and blood. The patient also mentioned she is going to get the implanted device explanted. During the call, the patient received a message that her communicator battery is low and needs to be charged. The patient was advised to charge the communicator then call back so she could be walked through on how to turn off the therapy for her MRI tomorrow that is not related to the device or therapy. The patient called back stating she charged her communicator and is ready to learn how to turn the device on and off. During the call, the patient attempted communication and received a message, "internal device has lost all data, contact our clinician." The patient stated that she needs to turn her device off before her MRI tomorrow and does not know if her healthcare professional can fix this by then. It was recommended that they follow up with their healthcare professional. The patient called back and repeated the same information and stated that the doctor told them they had no data. The caller also mentioned they will be getting the device removed. No further patient complications are anticipated or expected as a result of this event.